Event description:
It was reported that the device would not operate on battery power. There was no pt use associated with this event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and was unable to confirm nor duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure could not be determined.